Event description:
Boston scientific received info that this pt's pre-implant diagnosis was third degree heart block with rates around 26-29 beats per minute (bpm). It was also noted that the pt had severe dementia. The device and leads were successfully implanted with good measurements. During the post implant check, the pacing and sensing measurements were consistently within normal limits. The pt did require arm restraint due to significant arm movement pre and post device implant. Upon device interrogating two days post implant, the field rep reported all measurements remained stable and consistent with implant testing measurements. The physician agreed and the pt was discharged from the hospital. That evening, the pt was brought back to the hospital in cardiac arrest and the device was pacing but not capturing. The pt expires that evening. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.